Manufacturer narrative:
(B)(4). Pump received with missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime/delivery test, excessive no delivery test and rewind test. Unable to perform basic occlusion test, occlusion test and displacement test due to broken off reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump reservoir compartment was damaged and non-functional. No further details were provided. The insulin pump was returned for analysis.